Manufacturer narrative:
Device issue with inomax dsir ds20101457 has already been created as complaint-(B)(4). The device investigation was completed on 05-apr-2016. The regional service center (rsc) service log review revealed a monitoring failure alarm raised. The rsc also experienced a monitoring failure alarm at bootup and replaced the watertrap, sample manifold, zero valve, tubing kit and sample pump. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause of this finding was determined to be contamination in the sample system. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities as a response to the user facility MDR.

Event description:
On 18-apr-2016, mallinckrodt pharmaceuticals received user facility MDR 3700930000-2016-8001. The MDR reported a monitoring failure with inomax dsir ds20101457. This issue had already been previously reported to the company and captured as complaint-(B)(4), created on (B)(6) 2016. The device was in use on a patient at the time of the event. There was no impact or harm to the patient reported. Complaint-(B)(4) was assessed as not reportable. This is being reported in response to user facility MDR 3700930000-2016-8001 and remains not reportable.